Event description:
While using a byte day aligners, patient reported they have experienced a tooth infection twice. Their dentist told them that their tooth which has a root canal and a crown was getting pressed and it ruined their gum line. Dentist advised to stop wearing the aligners and hope that their gums heal and if not, then the patient would need implants. Their bottom teeth are still as bad as when they started.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.